Event description:
An attempt was made to deploy a 2.5 mm diameter x 12 mm length endeavor sprint over the wire (otw) drug-eluting coronary stent in to a pt. It was reported that there was a previously deployed stent present at the calcified lesion site. Communication from the field reported difficulties delivering the relevant device across the target lesion and on removal, it was noted that the distal struts of the stent were damaged. This stent had a protruding strut that prevented placement. The pt is reported to be fine and no other clinical sequelae were reported.

Manufacturer narrative:
Eval summary: medtronic has received the relevant device and its analysis has been completed. The stent was positioned on the balloon as per specification. The first distal stent segment was raised and slightly pushed back, the remaining segments were in place, distal and proximal pillows were evident. (B)(4). Eval, results: calcification, failure to deliver the stent and stent deformation. Eval, conclusion: calcification.